Event description:
It was reported the patient fainted at home. It was also reported the device battery was completely depleted. The device was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed no pacing output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed no pacing output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires.

Event description:
It was reported the patient fainted at home. It was also reported the device battery was completely depleted. The device was removed and replaced. No further patient complications were reported as a result of this event.